Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the case had issues with the posterior condyle cuts being off showed 4mm plan but, cut off 13mm. It was reported that this made the posterior chamfer cut about 4mm. Went in to cut again and the robot moved. The surgeon kept going and sawed about 13mm. Ended up dropping from a size 16 down to a 4 due to the extreme shifts in cuts. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6)2024. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the log files for this event were reviewed. It was found that the reported issue of the cuts being off could not be confirmed. The investigation found that the pointer tool was not used to measure the resection planes. Therefore, the accuracy of the resection planes cannot be assessed. In addition, the investigation found both excessive leg and robot movement. There are no defects found with the system or software. The assignable root cause was not determined. However, the most likely cause was excessive robot and leg movement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: additional information from reporter: the reporter stated, that 1. Not sure how much over resected. Recuts were done manually? 2. It was detected right away. 3. Planned cemented? 4. No. 5. Yes. Femoral sizing and finishing tray opened.